Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2014, and needed to be explanted (B)(6) 2015, due to an aberration refraction with the lens. No patient specifics were provided.

Manufacturer narrative:
Additional information was received march 5, 2015: there was a large difference in keratometry readings by the auto refractor and the iol master. There was a difference of 90 to 100 degrees difference between the two devices. The keratometry measurement by the auto refractor was used to determine the iol power and may explain why the post-operative refraction astigmatism was more than the pre-op astigmatism. (B)(4). Manufacturing records were reviewed. Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the iol can be identified as a tecnis toric iol because of the type of haptics and the presence of marking holes. It can be seen the lens is delivered in one piece. The lens is damaged and both haptics are missing. Considering the condition of the lens further analysis is not possible. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.